Event description:
It was reported the patient had coupling and communication issues using the recharger. An implantable neurostimulator (ins) overdischarge was suspected. The devices had been off for about a year. The patient's physician planned to replace the devices with non-rechargeable device, however no scheduled had been scheduled. Additional information received reported the coupling issues were due to an overdischarge that was due to patient compliance. The battery was replaced. Patient outcome was noted as no injury. Refer to manufacturer report# 3004209178-2012-09645.

Manufacturer narrative:
Product ID 3986a, lot# n125489, implanted: (B)(6) 2008, product type lead; product ID 3986a, lot# n140021, implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37083-60, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the health care provider (hcp) reported that on (B)(6) 2012, the patient stated that she needed her generators replaced and had complained of a painful right lead and she wanted that revised too. On (B)(6) 2012 the patient was post-operation for generator replacement and right lead revision and complained of continued tightness in the right lead. There was a significant rash where her prep was, that had improved somewhat. On (B)(6) 2012, the patient met with a company representative for programming. No further information on this event was provided.